Manufacturer narrative:
(B)(4). A return procedure for the device was initiated. Upon receipt, an evaluation will be performed to investigate the reported death. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was not hospitalized prior to death. The cause of death was reported as natural causes. It was reported pd therapy was ongoing at the time of death. It was reported an autopsy was not performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the event history log revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. An internal and external inspection was performed and found no issues. The device passed the return instrument test/evaluation (rite) electrical testing and failed the rite functional testing, but due to an unrelated issue. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.